Event description:
It was reported the pt was experiencing issues reaching her ipg with the programmer and charger. The pt underwent revision surgery on (B)(6) 2013 where her ipg site was relocated to a different site, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.